Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, discomfort, cramps, unable to empty bladder, constant leakage, dyspareunia, and stress urinary incontinence following the procedure. The patient underwent a hysterectomy in (b)(^) 2009. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012, (B)(6) 2013 due to pain, discomfort, and incontinence. (B)(4).